Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it not completing the boot-up process was confirmed. Ventec opened the device in order to perform a visual inspection where it was observed that the internal flow transducer (ift) cable had become disconnected due to the lcd cable pressing up against it, causing it to become dislodged. Ventec connected the ift cable to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable had become disconnected.

Event description:
During service at ventec it was observed that the device was unable to complete the boot-up process. In this condition the device would be inoperable. There was no patient use associated with the reported event.